Manufacturer narrative:
Device passed displacement test and self test. Device was received with missing segments or partial display due to cracked lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 475 mg/dl. The current blood glucose was 533 mg/dl. The customer also stated that the insulin pump had a partial display. The insulin pump will be returned for analysis.